Manufacturer narrative:
The reported symptom ¿blank screen¿ was confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. Power up cycler verification failed. The screen is blank. Stop and ok buttons lit but no display due to a blank screen. Could not configure the screen functions. Inverter board functionality verification failed. The inverter board transformer is shorted; evidence of burning smell, cannot visually see due to the short is in the internal winding of the transformer. The transformer is hot and smells. There were no other visual discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
Peritoneal dialysis patient requested technical support after encountering a black screen on the cycler when powering on. After attempts at troubleshooting the cycler was replaced. Additional information was solicited.